Manufacturer narrative:
It was reported that "slings are snapping, even though they are not more than 6 months old, there is no frays in the corners of the sling, they are just ripping straight across." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the "slings are snapping".